Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years post filter deployment computed tomography revealed showed large embolus in the left main pulmonary artery. Peripheral emboli cannot be ruled out. Approximately two years later, computed tomography revealed no obvious filling defects of the pulmonary arteries and a small or peripheral pulmonary embolism could be potentially missed. Approximately five years later, computed tomography revealed the filter in place below the level of renal veins. Proximally, the filter was tilted to the right by approximately 16 degrees. Distally the anchoring struts extended beyond the vessel wall, on the left anterior and posterior to the aorta with at least one of these struts appearing to penetrate the aortic wall. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and struts perforated in aortic region, vertebra. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back pain; however, the current status of the patient is unknown.